Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and associated right ventricular (rv) lead were explanted and replaced due to noise which resulted in inappropriate high voltage (hv) therapy. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-32806